Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement door winch replacement kit shipped to site. No parts have been received by manufacturer for analysis. On 08/25/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Door was not able to be moved. Determined the door cable was stuck on the motor cylinder. Confirmed reported issue. Found the cable winch was stuck and not able to rotate. Door winch cable and assembly replaced. Issue resolved. All system functions as been checked after the replacement. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that their imaging system door was snot opening. The door became stuck after a few centimeters. No further details regarding the problem, or how it occurred, were provided. There was no patient present when this issue was identified.